Event description:
The customer contact reported a tubing separation. During priming of the tubing set with 5fu in the pharmacy "compounding cabinet," the tubing separated from the secure lock male adapter. The tubing set was replaced and the therapy was resumed. There was no reported adverse effects to the healthcare professional. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot is expected to be returned for investigation. It has not yet been received.